Event description:
Event description boston scientific, crm received information that two left ventricular (lv) leads (4542/113215 and 4537/156100) were unable to be successfully implanted due to placement difficulty into small branches. It was later reported that this right atrial (ra) lead (4086/235091) dislodged. It was repositioned and after the second dislodgement the lead was removed and a new ra lead was implanted. During that procedure the right ventricular defibrillation lead (0184/127353) was also explanted as it was at risk for complete dislodgement. A new rv lead was subsequently implanted. The physician suspected that the original pocket had been made to low, causing the dislodgement. During that procedure another lv lead (4542/113285) was unable to be successfully implanted due to the presence of diaphragmatic stimulation at inadequate pacing thresholds.